Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on a non target area despite reprogramming. This was due to lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted lead was discarded.